Event description:
It was reported that during a sigmoidectomy procedure, under laparotomy the clips weren't closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clips are fallen and they was malformed. Did clips fall off after placed on vessel? Or were clips just malformed (not closed)?

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.